Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since a pilot hole and a pedicle screw was placed in the patient's spine in a different position than desired with navigation involved, although according to the surgeon: the deviation of 1 of the 8 pedicle screws placed with the aid of navigation was detected by the surgeon with a post-op CT the following day, and this placement was corrected with a revision surgery. The final outcome of the revision surgery was successful as intended, with the placements correct at the end of the surgery. There was no direct (or increased) risk to harm a critical structure by this deviating placement. There was no harm nor negative effect to the patient due to the deviating placement, also not due to surgery/anesthesia prolong of ca. 30-40 min at the original surgery (because of the scanner issue unrelated to the brainlab navigation), nor due to the revision surgery and its repeat anesthesia of ca. 1.5 hrs. There were further no remedial actions for the patient done, necessary or planned. Hospitalization was prolonged by 3-4 days (revision surgery scheduling). According to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause for the misplaced screw at right t3 by ca. 5mm lateral, performed with the aid of navigation, is a relative movement of the anatomy between the vertebrae operated on during the surgery and where the navigation reference was placed (c4). Operating on a different vertebra than where the navigation reference array is fixated to or operating over multiple vertebrae without repositioning the reference array and reregistering the patient, especially over a spine instability (t1 pathological fracture was present for this patient) and while using instruments that require high forces (e.g. Probe), can cause anatomical movements between vertebrae that cannot be recognized or compensated by the navigation software, thus resulting in navigation inaccuracies. Apparently, the resulting deviation of the actual patient anatomy to the registered pre-placement patient scan in the navigation display was not recognized by the surgeon with the appropriate and necessary accuracy verification during screw preparation and placement of the affected screw at right t3. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.

Event description:
An open surgery on the cervical and thoracic spine for a fixation of vertebrae c6 to t3 and posterolateral grafting, for a t1 pathological fracture, with intended placement of 8 pedicle screws bilateral for fixation, was performed with the aid of the display by the (B)(4). During the procedure the surgeon: with the patient in prone position, after surgical exposure of vertebrae c4 to t3, attached the navigation reference array to the spinous process of c4. Acquired an intra-operative CT scan with automatic image registration of the current patient anatomy to the navigation. Verified the registration and accepted the accuracy to proceed. For vertebrae c6 and c7, used the navigated pointer to verify the entry point, and opened the cortical bone with a not navigated speed burr. Prepared the pedicles (pilot holes), first right, then left c6/c7, bilateral with a non-brainlab drill and tap for threading, both calibrated to navigation for instrument position display. Placed the 4 c6/c7 screws bilateral using a not navigated non-brainlab screwdriver following the pilot holes. For vertebrae t2 and t3 also used the navigated pointer to verify the entry point, and opened the cortical bone with the not navigated speed burr. Prepared the pedicles (pilot holes), first right, then left t2/t3, bilateral with a non-brainlab pedicle probe calibrated to navigation with a push-and-rotate method, and verified the accuracy of the pilot holes with the navigated pointer. Threaded the pilot holes with the navigated non-brainlab tap, and placed the 4 t2/3 screws bilateral with the not navigated screwdriver following the pilot holes. For confirmation of the screw placements, performed another intra-operative CT scan. The scan performed did not completely include t3, therefore the t3 screw placements could not be verified by the surgeon. All other pedicle screws visible on the scan were placed correctly at their intended location. Another intra-op CT scan was attempted, which could not be acquired with the non-brainlab CT-scanner displaying an error. Decided to continue and completed the surgery as intended, and closed the patient. A post-op CT the following day revealed that the right t3 pedicle screw deviated from its intended position, shifted lateral by ca. 5mm. A revision surgery was scheduled and took place on (B)(6) 2022, also using the aid of brainlab navigation. The deviating screw was revised and re-placed to its correct position as intended, the revision surgery was completed successfully as intended. According to the surgeon: the deviation of 1 of the 8 pedicle screws placed with the aid of navigation was detected by the surgeon with a post-op CT the following day, and this placement was corrected with a revision surgery. The final outcome of the revision surgery was successful as intended, with the placements correct at the end of the surgery. There was no direct (or increased) risk to harm a critical structure by this deviating placement. There was no harm nor negative effect to the patient due to the deviating placement, also not due to surgery/anesthesia prolong of ca. 30-40min at the original surgery (because of the scanner issue unrelated to the brainlab navigation), nor due to the revision surgery and its repeat anesthesia of ca. 1.5hrs. There were further no remedial actions for the patient done, necessary or planned. Hospitalization was prolonged by 3-4 days (revision surgery scheduling).